Event description:
It was reported that the customer was treated for blood glucose of 39 mg/dl. Emergency medical services were called, but the patient's mother treated her and not emergency medical services. It was stated that troubleshooting was declined as they had already decided to stop using the continuous glucose monitoring. Sensor glucose readings versus blood glucose discrepancies had been experienced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.